Manufacturer narrative:
This report is being filed on an international product, list number 19-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer an unconfirmed false positive with the ID now covid-19 assay performed on (B)(6) 2022. Additional testing was performed with an antigen test and generated negative results. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m180246 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: m180246, test base part number 190-430 / lot: m180246. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m180246 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Based on the above summary, the investigation is considered closed.